Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board, external interface board, control panel processor, control panel power supply, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had an intermittent communication error during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.